Manufacturer narrative:
(B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the protective sheath was difficult to remove from the 2.0x15 mm trek balloon dilatation catheter (bdc) and during preparation the device was flushed and a leak was noted at the hub. Prior to use, the balloon was attempted to be inflated and the balloon did not inflate. There was no patient involvement. The device was not used. There was no clinically significant delay during the procedure. An unspecifed device was used to complete the procedure. No additional information was provided.